Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer was jumping on a trampoline. When the customer got off, it was noted that the pump had become unresponsive. There was no impact to the customer's blood glucose levels. It was indicated that the customer would use manual injections as alternate insulin therapy